Manufacturer narrative:
(B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During routine f/u in (B)(6) 2011, adequate lead impedance and correct pacing/sensing threshold were observed. However, the pt reported several pre-syncope episodes during last months before that f/u. Therefore, the physician performed some further tests during the f/u: pacing inhibition due to noise during right arm movements was observed. However, the pt experienced the same behavior without any movement. Pacing inhibition was also observed in doo mode during the following days. The device was finally explanted and returned for analysis. It should be noted that the phenomena of pectoral muscle stimulation with high pacing values disappeared with the new implanted pacemaker (even with high pacing amplitude - at 7.5v).